Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported the patient experienced swelling around the pocket of the pump, causing pain. However, the pump still showed good effect. The event resulted in in-patient hospitalization and an emergency room visit. An x-ray was performed on (B)(6) 2018, and results showed there was no kink in the catheter or free air subdiaphragmatic. Echography showed a light hypervascular appearance of the surrounding fat tissue. It was noted that the event was unlikely related to the device or therapy. It was noted the event was possibly related to the implant procedure. The event was ongoing. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported the pump serial number was unknown. No [additional] actions were taken in response to the event. The patient age was not collected. The patient¿s weight at baseline was (B)(6) kg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported the effect of the pump was still good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information wasreceived from a foreign healthcare professional (hcp) via a clinical study. It was reported the event reso lved without sequelae on (B)(4) 2018.